Manufacturer narrative:
On initial MDR to the model number of the linear 3-6 lead 50cm. Model # is sc-2366-50. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient's precision systems were explanted due to an infection at the pocket site. The pt's symptoms were redness and drainage. The pt was given oral antibiotics prior to the explant. The infection was not device related and the pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient's precision systems were explanted due to an infection at the pocket site. The patient's symptoms were redness and drainage. The patient was given oral antibiotics prior to the explant. The infection was not device related and the patient is reportedly doing well following the procedure.